Event description:
The ICD involved in this report was implanted on (B)(6) 2007 and explanted on (B)(6) 2012. Upon the interrogation performed on (B)(6) 2012, it was observed that shocks had been delivered during a follow-up period, but warnings related to low shock impedance had been displayed, and delivered energy was 0.0j (as observed in the scanned printouts received). Explanations were requested. Reportedly, blood was observed under the defibrillation lead insulation during the re-intervention; since electrical values were normal, the physician first wanted to repair it with silicone glue. Finally, he added a pace/sense lead. A new ICD was implanted (paradym vr) and the vf induction was properly detected and terminated with 32j shock. However, a defibrillation lead problem is suspected due to the displayed warnings.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.